Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a bad scope detection. The lamp life was also found to be 500 or more hours. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus while using the evis exera iii xenon light source when certain scopes are plugged in, it doesn¿t work (but the same scope works when plugged into another unit). There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation root cause of the scope not working was not established. Olympus will continue to monitor field performance for this device.